Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
When drawing the needle from the arm, the nurse saw a spout of cloudy fluid coming from the broken end of the needle. When looking at the needle more closely, the nurse noticed that there was no needle within the hub and noticed it had snapped off. The needle was not found and the patient went for x-rays. The needle was not located. The patient felt no additional pain after the injection.